Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that a "large bubble" formed in the "methotrexate" in the unspecified bd¿ syringe during use, making it "difficult or impossible" to get a proper dosage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: I am writing to explain an issue I have with bd 'slip tip' syringes and to understand if there is a known solution. I have gotten different types of syringes from the pharmacy, but they either do not offer other bd products or are not knowledgeable of what is available. I use a 1 ml syringe to take a weekly dosage of methotrexate. The methotrexate is a very viscous solution. I have been unable to use bd 'slip tip' type syringes and also get a proper dosage. I have been able to get proper dosages with syringes that have a permanently attached needle. With the slip tips, a large bubble forms in the syringe making it difficult or impossible to get a proper dosage. Typically the bubble is ~0.05 ml to 0.1 ml. Following proper technique (inserting air and then drawing medicine) does not clear the bubble.